Event description:
Rptr sterilized surgery instruments and processed a biological indicator from 3m. When facility's lab went to culture the biological indicator it was discovered it was empty. It was missing the solution normally contained in the tube. Must have been missing from the mfrs since there was no sign of leakage.